Event description:
It was reported that the patient experienced hyperglycemia of 435 mg/dl treated with insulin delivery via the insulin pump, which was attributed to a bent infusion set cannula on (B)(6) 2026.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:3003442380.